Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was gravity tested and liquid ran through correctly without any leaks. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set had a leak during infusion with an unknown pump and drug. The location of the leak was not specified. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.